Manufacturer narrative:
(B)(6)

Event description:
Pt. Admitted from clinic due to fatigue/weakness. Patient was thought to have a possible pump thrombus after rhc. Patient listed status 1a for oht. Pt had arotic valve closure procedure. Pt. Expired.